Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product at this time. Customer disconnected the call; unable to get customers address. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved she did not currently have any diabetic symptoms. Customer had disconnected the call on (B)(6) 2018 because she was not feeling well. Customer stated that she had then gone to the hospital. The customer's blood glucose test result upon arrival at the hospital was 608 mg/dl fasting. Customer did not remember any more results. The diagnosis was hyperglycemia. Customer does not remember the treatment she got, but remembers she was given medication (unknown) and an IV to bring her blood sugar down. Customer was discharged from the hospital on (B)(6) 2018. Customers dosages on her diabetes medicine were increased, customer does not remember by how much. Customer had obtained a blood glucose test result of 227 mg/dl fasting using the truemetrix meter. Customer did not have the products with her at the time of the follow-up call. Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved; customer hung up and did not let me speak. I was not able to contact customer. Cannot send a product follow up letter there is no address on file.

Event description:
Customer called previously on (B)(6) 2018, reference internal report (B)(4), wanting to know if her meter was reading high because it was giving results in the 500mg/dl range. Customer was not home at the time of the call and did not have the products with her but did confirm it was a truemetrix meter. At the time of the call the customer reported having blurry vision. Customer stated when she returned home she would perform a control test and if the result was within range she may seek medical attention. Customer unable to continue with the troubleshooting and no further information was able to be obtained.